Event description:
A seven year-old pt has experienced four instances of peritoneal catheter fracture, just below the level of the shunt valve. (Medwatch report numbers 2021898-1998-00003,-00073,-00074,00075.)